Event description:
It was reported that during a sigmoid colon resection, the anvil would not release from the stapler. They had to open the device all the way to remove the anvil and in the process, tore the anastomosis. The surgeon hand sewed the anastomosis to complete the procedure, the pt is currently okay.

Manufacturer narrative:
Date sent: 03/17/2008. Info anticipated, but unavailable at this time.